Manufacturer narrative:
Device was used for treatment, not diagnosis. Ruedi, t., barandun, j., bereiter, h., bilat, c. And leutenegger, a. (1989). First experience with the new ao tibia locking nail. Helv. Chir. Acta, 56, 599-602. This report is for an unknown tibial nail construct/unknown quantity/unknown lot. Additional device product code: hwc. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, ruedi, t., barandun, j., bereiter, h., bilat, c. And leutenegger, a. (1989). First experience with the new ao tibia locking nail. Helv. Chir. Acta, 56, 599-602. The authors conducted a study of 17 patients with tibial shaft fractures who were treated with arbeitsgemeinschaft fur osteosynthesefragen (ao) tibial nail over a nine month period of time in the 1980s. Results included: an (B)(6) female with bilateral intracondylar polytraumatize femur fracture and a third-grade open tibia comminuted fracture did not achieve a stable anchoring of the nail and locking bolts in the tibial plateau. An additional immobilization was required. The fracture consolidated within 14 weeks. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown tibial nail construct.